Event description:
A smart control stent was selected for the procedure. Upon opening the device packaging, peeling of the stent delivery system coating was observed. Consequently, the product was clinically used.

Manufacturer narrative:
The product is available for evaluation and evaluation and testing. However, the product has not been received as of to date, which has been indicated as "other" under h3 evaluation code.